Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was still unable to recharge their implant, had seen no device found and system problem rm04. The patient reset their controller and noted the battery compartment had no damage to the battery contacts or controller port. The controller worked with aa's, however showed no device found. The patient confirmed the implant was depleted and that because of that their body was in pain. The patient stated they had a little pain with the stimulator but without it, it was unbearable. A passive mode recharge was attempted but the patient received the unable to recharge screen. The patient scheduled an appointment with their healthcare provider. Additional information was received. It was reported the patient tried charging the ins for three 10 minute passive charging sessions with two different recharges during their appointment on (B)(6) 2021. The caller tried to reset the controller by removing and reinserting the battery between each passive recharging session. At the time of the call the ins was still not communicating. It was reviewed how to use the disable device function. The caller confirmed after disabling and re-enabling the ins started charging normally. The issue was resolved. Additional information was received. It was reported the cause of the stimulation turning off at 30% battery life was it just stopped working. It was noted the device was basically turned totally off and they started from the beginning. The issue was resolved.

Event description:
Additional information was received. It was reported the patient tried charging the ins for three 10 minute passive charging sessions with two different recharges during their appointment on (B)(6) 2021. The caller tried to reset the controller by removing and reinserting the battery between each passive recharging session. At the time of the call the ins was still not communicating. It was reviewed how to use the disable device function. The caller confirmed after disabling and re-enabling the ins started charging normally. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient attempts to charge their ins, they received the "no device found" message. They reset their controller but that did not resolve the issue. The patient noted that their stimulation turned off when their ins was at 30% battery life. During the call the patient attempted to charge their implant and the patient was walked through passive recharge. They were unable to proceed past the passive recharge and eventually received the message "unable to recharge". They verified there was no external damage or external heat coming from the recharger antenna or damage in the controller port and the patient denied any recent falls or traumas. The issue was not resolved. A replacement device was requested. No further complications reported.